Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock. A remote monitoring transmission indicated the patient had been treated for a ventricular fibrillation (vf) episode but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. It was additionally reported that the atrial lead appeared to be undersensing. Both the lead and the ICD remain in use. No further patient complications have been reported as a result of this event.